Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation, however we did receive performance data collected from the device and have analyzed the data. It appears to be a possible false asystole. Lifetime asystole episode counter: 1.

Event description:
It was reported that there was a 15 second pause on the ECG and the diagnosis was questioned due to the fact that another physician also saw a pause of exactly 15 seconds. The device is still implanted. There were no patient complications reported as a result of this event.